Event description:
Case report of a retrospective chart review cited in "eye & contact lens" 34(2): 124-128, 2008, "pseudomonas keratitis associated with daily wear of silicone hydrogel contact lenses, "reveals a female who wore acuvue advance contact lenses 12 to 14 hrs daily and developed a paracentral corneal ulcer os 4 mos after beginning contact lens use. Cultures were positive for pseudomonas aeruginosa. The ulcer responded to fortified antibiotics and resolved in 10 days. Best corrected visual acuity (bcva) after resolution of the ulcer was 20/25. At the time of the initial fitting, 2004, the bcva was 20/15 ou. In four months later, the pt began to experience pain, blurred vision and photophobia os. The pt used complete multipurpose solution for disinfection and storage and wore her lenses for approx 15 hrs per day. She also reported that she kept a spare case filled with solution in her backpack in case she needed to remove her lenses in school. She had removed the lens temporarily, placed it in the case and reinserted the lens in her left eye shortly before onset of her symptoms. Exam revealed a 3.7 x 4.0 mm paracentral epithelial defect overlying diffuse stromal infiltration os. No ac reaction was noted. The epithelial defect resolved in 10 days with the infiltrates resolving in 3 weeks. Five weeks after initial exam, a 2mm opacity remained at the 6 o'clock position, just off the papillary axis. Treatment was initiated with tobramycin fortified with cefazolin, q1h while awake and q2h while asleep. Cyclogel 1% tid was prescribed for pt comfort.

Manufacturer narrative:
If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.